Event description:
It was reported that device damage occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient had tortuous vessels and advancing the watchman access system (was) was difficult. It was shown to be kinked during the procedure. The procedure was aborted. No further patient consequences or interventions were reported.

Manufacturer narrative:
Correction: this record has been identified as a duplicate event to tw 18455683, which is a non-reportable event. This complaint/report has been withdrawn. H6: impact code updated from absence of treatment to no health consequences or impact h6: device code updated from difficult to advance and material deformation to adverse event without identified device or use problem.

Event description:
It was reported that device damage occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient had tortuous vessels and advancing the watchman access system (was) was difficult. It was shown to be kinked during the procedure. The procedure was aborted. No further patient consequences or interventions were reported.

Event description:
It was reported that device damage occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. The patient had tortuous vessels and advancing the watchman access system (was) was difficult. It was shown to be kinked during the procedure. The procedure was aborted. No further patient consequences or interventions were reported.

Manufacturer narrative:
A photo and video were received which depict the sheath kinked confirming the reported kink.